Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 16.0 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due patient complaining of extreme glare, as well as blurred vision at both near and distance focal lengths. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with a non-amo lens with 15.5 diopter. Reportedly, the patient is doing well and happy with the new lens. Patient is reporting good distance va (visual acuity) and no complaints of glare. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/23/2018. Device returned to manufacturer? Yes. The sample was returned to the manufacturer. Visual inspection was performed. The product was cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.